Manufacturer narrative:
The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The additional cds device referenced in b5 are filed under separate medwatch report numbers.

Event description:
This is being filed to report the difficulty deploying the clip and clip movement. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced and placed on the valve however during deployment, the clip would not separate from the delivery catheter (dc) when the actuator knob was retracted. Troubleshooting was performed and finally the clip was able to detach however the clip changed positions slightly. The same issue occurred with the second cds. The procedure was completed with the mr reduced to 2+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was returned and the reported difficult or delayed activation (clip deployment) and migration (partial clip movement) could not be replicated in a testing environment. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and causes for the reported difficult or delayed activation (clip deployment) and migration (partial clip movement) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.